Manufacturer narrative:
Zoll medical corporation received the product for evaluation. The malfunction was duplicated and was attributed to a loose system interconnect flex cable. The system interconnect flex cable was replaced as precaution. Analysis of reports of this type has not identified an increase in trend.

Event description:
The complainant alleged that during functional testing, the device was unable to select energy level. Complainant did not indicate that there was any patient involvement in the reported malfunction.